Event description:
A surgeon reported a pt experienced endophthalmitis after having a procedure for an epiretinal membrane. That night, the pt went to the emergency room (ER) complaining of eye pain. He was told to follow up with his ophthalmologist the next morning for a postoperative visit. The pt returned to see his surgeon and was diagnosed with endophthalmitis. The pt was put on antibiotics and admitted to the hospital. The prognosis was not good according to the surgeon. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).